Event description:
The customer reported that their acuity central station pod3 rebooted during the weekend for unk reason. This resulted in a temporary inability to monitor pts centrally. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.